Manufacturer narrative:
Results: the returned ace68 was kinked at approximately 68.0 cm, 102.0 cm, 103.0 cm and 110.0 cm from the hub. The device was fractured at approximately 96.0 cm from the hub. The catheter was stretched and ovalized at approximately 98.0 ¿ 109.0 cm from the hub. The total length of the returned ace68 was approximately 138.0 cm. Conclusions: the evaluation of the returned ace68 confirmed a fracture and revealed ovalizations and stretching next to the fracture. If the ace68 is forcefully retracted against resistance, damages such as these may occur. The complaint indicated that the ace68 was advanced through a kinked neuron max and become stuck inside the neuron max. Subsequently, the ace68 was fractured while retracting from the kinked neuron max. Further investigation revealed additional kinks. These damages were likely incidental to the complaint. The evaluation of the returned jet7 confirmed kinks and revealed distal tip damage. If the device is forcefully advanced against resistance, damages such as these may occur. The resistance was likely caused by the kinked neuron max that was used in the procedure. Further investigation revealed an ovalization on the device. This ovalization is likely incidental. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2019-02318, 3005168196-2019-02319.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system jet 7 reperfusion catheter (jet7), penumbra system ace 68 reperfusion catheter (ace68), and neuron max 6f 088 long sheath (neuron max). It was reported that the patient¿s groin and radial artery were both occluded and access was very difficult; subsequently, the physician used the brachial artery for access. During the procedure, while advancing the jet7 through the neuron max in the target vessel, the jet7 and neuron max both kinked; the physician decided to remove the jet7 and left the neuron max in place. Next, while advancing the ace68 through the neuron max, the ace68 became stuck, broke, and started unravelling; therefore, the neuron max containing the unraveled ace68 was removed. The procedure was completed using another neuron max and indigo system aspiration catheter 6 (cat6). There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and are being corrected on this follow-up #3005168196-2019-02317 MFR report: 1. Section b. Box 5. Describe event or problem this report is associated with MFR report numbers: 1. 3005168196-2019-02318 2. 3005168196-2019-02319.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system jet 7 reperfusion catheter (jet7), penumbra system ace 68 reperfusion catheter (ace68), and neuron max 6f 088 long sheath (neuron max). It was reported that the patient¿s groin and radial artery were both occluded and access was very difficult; subsequently, the physician used the brachial artery for access. During the procedure, while advancing the jet7 through the neuron max in the target vessel, the jet7 and neuron max both kinked; the physician decided to remove the jet7 and left the neuron max in place. Next, while advancing the ace68 through the neuron max, the ace68 became stuck, broke, and started unravelling; therefore, the neuron max containing the unraveled ace68 was removed. The procedure was completed using another neuron max and a non-penumbra catheter. There was no report of an adverse effect to the patient.